Event description:
It was reported that during a remote follow up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was able to be reproduced. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating abbott technical support was contacted.